Manufacturer narrative:
Complaint (B)(4). The date of the event could not be obtained from the customer. Received 1 inner box 450096/19k15u for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and customer samples to our supplier for their investigation and comments. A check of production records of the reported material/batch shows no documentation indicating a deviation. Retain and customer samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between stopper + safety protector and hub + safety protector (after lock) and return force (after lock) were all measured; all results were within specification. The complaint could not be duplicated.

Event description:
Customer states needlestick occurred. "The phlebotomist had pulled the needle back into the protective sheath using the tabs and said that she heard a click. When she picked up the butterfly to dispose of it, the very tip of the needle was protruding above the sheath. It occurred after patient phlebotomy. Upon questions with regard to the exposure the customer states: the event was not life threatening, the event did not result in permanent impairment of a body function. The event did not result in permanent damage to a body structure. The event did not necessitate medical or surgical intervention to preclude permanent impairment or damage.